Manufacturer narrative:
Additional information: mfg date. Correction: part number and UDI.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the surgeon confusing the operating instrument tip mode with the navigation projection resulted in the reported issue. Analysis found that the software functioned as designed.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Representative suspects that there was no inaccuracy as the surgeon operated navigate projection mode and that the surgeon misinterpreted with operating instrument tip mode. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection, an inaccuracy of approximately 3 centimeters was observed. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.